Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-apr-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the health care professional (hcp) felt the battery longevity and/or device functionality was compromised with blood in the header. It was stated that the patient did not achieve efficacy with this device and the hcp was not sure if that was lead placement or the blood in the header. It was also noted that the cause was not determined. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative: the new lead is working very well for the patient. The t herapy is not equal to what the trial was; patient is continent. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturing representative regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not get efficacy from the lead placement. It was stated that the patient reported a 20% improvement in her symptoms which was not as good as her trial. It was mentioned that impedance testing and programming changes along with voiding diaries were taken. It was also reported that upon removing the lead, visual inspection showed the header had filled with blood. It was stated that the hcp was concerned about long term viability of the battery and potential breach of the seal. There was no suspicion of the battery and impedance readings were normal prior to surgery. The technician and hcp attempted to wipe the external sides of the battery to confirm the fluid was within the header. There were no further symptoms or complications reported or anticipated.